Manufacturer narrative:
The patient''s gender and weight were not provided. (B)(4). Approximate age of device ¿ 2 days. The explanted device was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016 it was reported that the pump powers had been sustained at 11-12 watts post-implant. The patient was on a heparin infusion since implant and the partial thromboplastin time (ptt) was 50 seconds and the lactate dehydrogenase (ldh) level was 1800 u/l. The patient was experiencing hematuria. It was reported that at the time of implant an aneurysm was noted at the apex of the heart with a lot of trabeculae. The surgeon felt that he had cleaned the apex out incredibly well. The patient does have a lupus anticoagulant history. It was reported that the patient underwent a pump exchange due to suspected device thrombosis on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 9.75 inches from the pump housing and the distal portion of the driveline was also returned. The sealed inflow conduit was returned detached from the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, the deposition could have contributed to the patient¿s elevated lactate dehydrogenase levels and hematuria, as well as the report of elevated pump power values. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombosis, hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.